Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was premature battery depletion. There was a confirmed overdischarge. The patient stated, she never received therapy the way she had during the trial. The patient gave up on the system. Patient non-compliance was involved, the patient did not use device nor did they maintain charge. It was noted patient was considering replacement of rechargeable device with a non-rechargeable device with new programming in order to experience therapy in the areas of pain. There were no patient symptoms related to this event. Additional information requested, but had not been available as of the date of this report.

Event description:
Additional information received reported that the patient wanted to think about having the device replaced or removed and the decision was still pending. Patient was not receiving therapy at the time of this report.